Manufacturer narrative:
The events of cellulitis and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis and infection (unknown onset). This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿infections¿ and ¿cellulitis¿. Device remains implanted. This record is for the right side.